Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a dental procedure done recently using rhbmp-2/acs. Patient stated that she¿s having several problems, and had a follow up with the dentist because of severe pain. The dentist found ulcers and ¿red lesions¿ and was referring her to a pathologist.